Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this clinical study on the journey ii xr retro subject ID: ohs-0026 reported ae#: 8 right knee instability, patella subluxation. However, after three requests no relevant clinical information nor the device has been provided to perform a thorough medical investigation or determine the root cause of the reported failure. Based on the information provided, this adverse event was treated by a revision of tibial and femoral components. Since it has been reported this ae has been resolved, no further clinical/medical assessment is warranted at this time. Should any other clinically relevant documentation be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, wear or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2017, the patient experienced right knee instability and patella subluxation. This adverse event was treated by a revision of tibial and femoral components on (B)(6) 2019. Current health status of patient is unknown.